Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments and three inappropriate treatments. The device was started up at 09:09:13 on (B)(6) 2024. At 20:16:07 on (B)(6) 2024, an arrhythmia was detected. ECG shows nsvt. At 20:17:32, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was af @ 80 bpm with pvcs. At 21:52:13, an arrhythmia was detected. ECG shows nsvt. At 21:53:59, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus rhythm @ 90 bpm. At 23:43:47, an arrhythmia was detected. ECG shows nsvt with CPR/electrode lead fall off. At 23:44:54, the patient received the third inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt with CPR/electrode lead fall off. Post shock rhythm was nsvt with CPR/electrode lead fall off. At 01:22:25 on (B)(6) 2024, an arrhythmia was detected. ECG shows nsvt with CPR/electrode lead fall off. At 01:23:32, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm with CPR/electrode lead fall off. Post shock rhythm was vf with CPR/electrode lead fall off. At 01:24:17, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was vf with CPR/electrode lead fall off. At 01:24:38, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with CPR/electrode lead fall off. Post shock rhythm was vf with CPR/electrode lead fall off/tactile artifact. At 01:25:15, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/electrode lead fall off/tactile artifact. Post shock rhythm was vf with CPR/electrode lead fall off/tactile artifact. At 01:25:52, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/electrode lead fall off/tactile artifact. Post shock rhythm was vf with motion artifact and varying amplitudes. The device was shut down at 02:22:17 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.